Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens dropped to the posterior of the eye. Additional information was requested.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).